Manufacturer narrative:
Evaluation; (method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This x-ray system had a defective c-arm brake.